Event description:
The facility reported a colleague infusion pump with a blank screen. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague pump with a malfunction of "blank screen" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to defective main display. The main display was replaced to correct this condition.